Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter began testing in memory mode at 9pm on (B)(6) 2017. The patient manages her diabetes with oral medication, diet and/or exercise. She indicated that at 8pm on (B)(6) 2017 she had administered her usual dose of metformin (including sliding scale). She denied developing any symptoms as a result of the alleged issue, but reported that she ended up in the emergency room (ER) at midnight on (B)(6) 2017 where a blood glucose result of ¿406 mg/dl¿ was obtained on the emergency medical services meter. She reported that she was treated by an hcp with an unknown type and dose of insulin. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked her through a test. The issue was resolved. The patient¿s meter was requested back for investigation and a replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. A blood glucose result of 406 mg/dl and treatment from an hcp of that given for hyperglycemia, after the alleged product issue began.